Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off label usage of the device on (B)(6) 2023. On (B)(6) 2023, the patient experienced vomiting, and even though no cgm or blood glucose readings were reported, the patient stated that the cgm reading was inaccurate at the time of the event. The patient went to the emergency room by themselves and was treated with intravenous fluids and 2 liters of lactated ringers and potassium. The patient recovered after treatment and was discharged on the same day. The patient was in good condition at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).